Event description:
In the past 2 mos reporter states that he has had 6 patients be diagnosed with wound infections and he feels that it must be a result of the suture materials. He states that he's been doing these surgeries well over 15 yrs & this is the first time that there have been so many infections. He's used this suture material in the past & the wound is healed within a week. Now, the wounds fall apart after a week and he's been treating the infections empirically with antibiotics for approximately 3 weeks. No cultures taken, but dr is convinced that its the suture that's the source of these reported infections. Following antibiotic treatment, the doctor is having to re-suture the wound.